Event description:
It was reported that patient had a red area all under tape border; no itching or skin breakdown. The patient experienced the condition during a period of eight hours prior to complaint receipt. Patient uses a medicated barrier spray. Sending wafer without tape border. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting the report as a result of remediation activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized in may 2011. The data presented is from three different product applications. The report states that there are no significant trends.